Event description:
It was reported that the patient with this right atrial (ra) lead underwent a magnetic resonance imaging (MRI) with a non-MRI conditional system. Normal device function was confirmed post MRI. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).